Manufacturer narrative:
This report is being supplemented to provide additional information received from the customer as well as to provide the results of the investigation. Updated fields: b3, b5,e2, e3, g2, h6, and h10 a review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 11 years since the subject device was manufactured. Based on the results of the investigation, it is likely that the image flickered and noise appeared on the image because communication failure occurred due to faulty cable. However, a definitive root cause for the faulty cable could not be identified. This issue is addressed in the instructions for use (IFU): ·do not coil the camera cable with a diameter of less than 20 cm. The camera cable may be damaged. ·never excessively pull the camera cable, but straighten it gradually when it is coiled. The camera cable could be damaged. ·never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. The camera cable could be damaged. ·do not use excessive force when wiping the external surfaces of the camera cable. The camera cable could be damaged. ·never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. The camera cable could be damaged. ·never use a clamp or forceps to attach the camera cable to another object. The camera cable could be damaged. Olympus will continue to monitor the field performance of this device.

Event description:
Additional information was provided regarding this event. The intended diagnostic procedure was completed.

Event description:
The customer reported to olympus, the picture on the hd camera head was distorted with multiple colors during preparation for use, for an unknown diagnostic procedure. There were no reports of patient harm associated with this event.

Manufacturer narrative:
The device was returned to olympus for evaluation. And the customer's allegation was confirmed. The device evaluation found the image flickering. There were multiple dead pixels in the middle of the endoscopic image, which had been caused by an imaging component failure. Additionally, the device had normal wear and tear. Additional information has been requested regarding this event. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.